Manufacturer narrative:
(B)(4) date sent: 3/25/2016. Concomitant medical products: information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, when the surgeon tried to apply the clip onto the cystic duct it fell off immediately. Then when he applied another, it also fell off. He then took it out of the belly and tried to reload it and it fell off as well. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 2 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No dropping or ejecting clips were note during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.